Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions, and the caller successfully reset the pump without the malfunction code recurring. The customer was advised to continue using the pump and to contact support if the issue reoccurred.